Event description:
Follow up revealed that the patient underwent surgery on (B)(6) 2018 wherein the system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient lost stimulation coverage following a cesarean in (B)(6) of 2016. Diagnostic testing revealed the patient's lead reflected high impedance readings. Surgical intervention may be taken to address the issue.

Event description:
Follow up revealed that x-rays confirmed the lead was fractured.